Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In feb 2024 the patient experienced a sore red area near the stoma site, which felt like a tight muscle around the chest. On (B)(6) 2024, the patient was prescribed unspecified antibiotics, formulation unknown. It was unknown if the sore red area near the stoma site was associated with the patient's stoma site, a stoma site infection, or if the patient had an abscess. Additional information was received on (B)(6) 2024 in which it was clarified that the patient's stoma site was noted to be red and excoriated and had finished a course of antibiotics. It was reported that the patient had stoma site pain and did not always let the staff clean it.